Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient enrolled in the "alliance" clinical study presented with loosening of uiv t4 screws and multilevel thoracic pseudarthrosis. Despite a history of scoliosis, pseudarthrosis after spinal fusions, flatback syndrome, and chronic sacroiliac joint pain, the patient remained asymptomatic, with no surgical intervention required. No assessment for product/therapy/procedure relatedness made by the investigator and sponsor.